Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), UDI#: (B)(4), h3. Analysis of the communicator identified that the micro-usb charge port was loose and rattling. The communicator failed the final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for spinal pain. It was reported that the reason for the call was that they had been having issues for a while. The patient said that the handset had an error and said to call mdt. The error message was not appearing during the call. The patient said that the light was blinking on the device, so they charged the device, however the equipment still wouldn't connect. The patient said that when trying to connect, the handset went to 8% and then got stuck there. The agent was trying to have the patient connect to the pump starting with the my personal therapy manager (myptm) app closed and the communicator off, however the patient had the myptm app open from before and wouldn't close the app. The agent reviewed. The agent was able to get the patient to close all apps on the handset. The agent had the patient connect to t he pump. The patient saw connecting, then retrieving pump settings, and the patient then said that the handset stopped at 75% and they would have to wait for a long time. The patient then saw no pump response, then retrieving pump settings, and then deliver bolus with 4 boluses left. The patient said that when the handset got to 100%, they would have to wait for it to get to 100% again after pressing deliver bolus. The agent reviewed. The patient said that they would see the light blinking indicating that the bolus was started, so they would turn the communicator off. The patient said that they would wait 6 hours for the lockout to be over with, and then they would go to bolus again. The patient said that after one bolus, the communicator would blink blue and then not connect and then the yellow light would show indicating that they had to charge the communicator. The patient confirmed that the communicator was not holding a charge. The agent sent requests to repair to replace the handset and communicator. When asked for the event date, the patient said that it had gotten worse over time.

Manufacturer narrative:
H3. Analysis of the handset found that the complaint unverified. They were able to pair synchromed ii pump using tm90 communicator with no issues. The case front and back have scratches. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software product ID tm90t0 lot# serial# (B)(6) , product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.